Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed, via analysis of the submitted log file. The submitted log file contained approximately(B)(6) days of data ((B)(6) 2021, per the timestamp). The system controller was connected to the mobile power unit (mpu) on (B)(6) 2021 at 00:37:27. And approximately five minutes later, a low voltage advisory alarm activated, due to the rsoc voltage on both power cables dropping to 1.4v. The expected rsoc voltage, while connected to the mpu is approximately 12.8v. The bus voltage was at the expected value, while connected to the mpu. These events are consistent with the system controller¿s power cables being incorrectly connected to the opposite connectors on the mpu power cable (black power cable connected to the white power cable and vice versa). A corrective and preventative action (CAPA) was implemented to address this issue via a new software version. The low voltage alarms resolved once the controller was connected to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided, stated that the mpu is operational and will not be returned for evaluation. A request was also made to determine, the serial number of the mpu. However, the information was not known. The root cause of the reported event was determined, to be the system controller power cables being incorrectly connected to the opposite connectors on the mpu. The black power cable was connector to the white mpu connector, and the white power cable was connected to the black mpu connector. Heartmate 3 instructions for use: section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources, including the mpu and state to connect the white power cable to the white connector and the black power cable to the black connector. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage and no external power alarms. Technical services reviewed the log file, which captured no external power alarms on 24jan2021 when connected to batteries. It appeared that the issue was due to both power leads disconnected simultaneously. On (B)(4) 2021 the log captured no external power alarms while connected to the mobile power unit (mpu). It appeared the issue is due to both power leads being disconnected simultaneously. In addition, we noted some low power advisories due to the batteries being almost depleted. Further review the submitted log file revealed an atypical low voltage advisory alarm while connected to the mobile power unit (mpu) that activated due to both the white and black power cable rsoc voltages dropping to approximately 1.4v. The bus voltages were at their expected values while connected to the mpu. The alarm is consistent with the system controller power cables being incorrectly connected to the opposite mpu power cable connectors (black power cable was connected to white power cable and vice versa). There have been no further no external power alarms. There have been some continued low voltage alarms, but the patient believed these occurred when the patient did not switch over to the mpu at night. The mpu was currently still in use and the patient did not indicate that anything was broken. It was unknown if the mpu had a v-lock connector or if the cause of the issues was due to the power cord coming loose or environmental circumstances. Related manufacturer reference number: (B)(4).